Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted patient services and noted that the light on their remote monitor was red. Patient services assisted the patient in troubleshooting the remote monitor and completing a successful interrogation. Patient services then referred the patient to their clinic as there may have been an alert which could indicate an issue with the system that was not delivered to the clinic. The following day the clinic contacted the field representative and noted that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms causing the lead safety switch (lss) to trigger. It was noted that the patient had experienced falls prior to the lss. Further review found oversensing of the minute ventilation signal on the rv channel causing eight seconds of pacing inhibition with asystole; the patient does have an underlying rate in the 20's. The oversensing of noise on the rv channel had started approximately one and a half months prior to the high impedance measurement and there has not been any noise since. The minute ventilation signal was programmed off in the device and a revision procedure was performed where the rv lead was surgically abandoned and replaced. No cause was able to be determined. The pacemaker remains in service and no additional adverse patient effects were reported.